Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received through technical service. The event was a footswitch failure. The event did not occur during surgery. A system message was displayed. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: a company representative assessed the system and was able to replicate the reported event. The company representative replaced the footswitch and the print circuit board (pcb) and the system met specifications per service test procedure (stp). The root cause of the reported event can be attributed to a nonconforming footswitch and footswitch interface pcb. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system had a footswitch failure. At the time of this report it was unknown if the event occurred during surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).